Event description:
Customer reported that while infant was being treated in the subject device, pt became agitated and pt's back became reddened and hot to touch. The unit was being used in pt control mode, with a control temperature of 36.4c. The pt's temperature displayed at 35.1c, and the baby's rectal temperature measured 38.9c. An ohmeda disposable probe had been in use, and a nurse replaced it with a reusable probe. The pt's temperature returned to within specs. Hosp's biomedical engineer thoroughly evaluated the warmer and found that it functioned properly and was well within specs. The probe was thoroughly tested at ohmeda medical and it, too, was found to function properly.